Event description:
It was reported that the customer alleged the pump software did not accurately adjust the amount of insulin delivered. Customer experienced a low blood glucose ranging from 52-53 mg/dl. Customer required assistance consuming carbohydrates to treat bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and suspected cause was due to the customer¿s personal profile requiring adjustments, customer understood and acknowledged. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.